Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch. Ablation catheter was set up, primed, and appeared to be irrigating properly. They performed some mapping with the ablation catheter and the irrigation rates seemed fine. They took the ablation catheter out to set up a steerable sheath (agilis) but when they went to reinsert the ablation catheter, they could not perform a flush. The physician attempted to flush the catheter using a syringe but was unable to depress the plunger at all. Inspecting the tip of the catheter showed minor coagulum despite not having performed any ablation. They are unsure if the coagulum had gotten inside and blocked irrigation ports, or if the ports were not irrigating correctly, causing coagulum to form. The patient was anticoagulated, maintained activated clotting time (act) above 350. Normal saline was used as the irrigation fluid. No adverse patient consequence was reported. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, and irrigation test of the returned device were performed following j&j procedures. Visual analysis revealed char, thrombus or clot residues were observed located at the bottom of the dome, in the transition between the dome and the first ring. A temperature and impedance test were performed, and no issues were observed. Then an irrigation test was performed, and the device was found partially occluded. The flow was observed irregular, through the irrigation holes. Afterwards, a microscopic examination of the irrigation hole was performed and a dry reddish material, like a blood, was identified in several holes. Finally, a wire was introduced in the luer hub, and the wire got stuck in the middle of the sheath. Due to this condition, the shaft was dissected, and the irrigation tube was inspected, and it was found occluded with dry reddish material. A manufacturing record evaluation was performed for the finished device number lot 31313155m and no internal action related to the complaint was found during the review. The thrombus issue reported by the customer was confirmed. The dry, reddish material observed inside the irrigation tube and the irrigation holes could be related to the irrigation issue reported by the customer. The potential cause of the occlusion cannot be determined. The instructions for use (IFU) contain the following warnings and precautions: a compatible irrigation pump is recommended to ensure proper irrigation flow rate. Before use, verify that the irrigation ports are patent by infusing heparinized normal saline through the catheter and the irrigation tubing. Purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch. Ablation catheter was set up, primed, and appeared to be irrigating properly. They performed some mapping with the ablation catheter and the irrigation rates seemed fine. They took the ablation catheter out to set up a steerable sheath (agilis) but when they went to reinsert the ablation catheter, they could not perform a flush. The physician attempted to flush the catheter using a syringe but was unable to depress the plunger at all. Inspecting the tip of the catheter showed minor coagulum despite not having performed any ablation. They are unsure if the coagulum had gotten inside and blocked irrigation ports, or if the ports were not irrigating correctly, causing coagulum to form. The patient was anticoagulated, maintained activated clotting time (act) above 350. Normal saline was used as the irrigation fluid. No adverse patient consequence was reported.